Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown. Implantation date unknown but sometimes in 2006. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical overlaoding after 15 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.